Manufacturer narrative:
This report is for unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Vice was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of a one (1) dynamic hip screw (dhs) plate, one (1) dhs lag screw, two (2) cortex screws, one (1) 7.3 cannulated screw, and 1 washer due to a new traumatic event of fall that injured the hip and other areas. The hardware was implanted on an unknown date. All implants were successfully removed.the procedure was successfully completed with no surgical delay. Patient outcome is stable. This report is for two (2) unknown cortex screws.this is report 3 of 5 for (b)(4.

Manufacturer narrative:
Corrected data: date received by manufacturer for initial medwatch should be october 10, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial

Event description:
Further it was reported that the two (2) cortex screws were broken at the head due to a traumatic event of fall.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The dhs plate, lag screw and cannulated screw were intact, the two (2) cortex screws were broken at the head.